Event description:
Patient believes she is in hospital as a result of usage of the cycler. There was a report of multiple alarms, alarm types unknown. Patient reports the feeling of excess air in her body. Her peritoneal dialysis nurse states that her hospitalization is due to pneumonia not related to the use of the cycler.

Manufacturer narrative:
The returned liberty cycler was subjected to a simulated treatment test, simulated air detection, patient sensor calibration check and a visual inspection. The returned liberty cycler passed all inspections and tests. Per the fmc pharmacovigilance physician: the patient was hospitalized due to pneumonia that was unrelated to device malfunction. There was no reported large amount of sub-diaphragmatic free air that would possibly indicate perforated viscus or were there any complaints of abdominal pains. There was no reported surgical intervention for this patient. The prevalence of and clinical significance of pneumoperitoneum in peritoneal dialysis is not fully defined in the medical literature. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding complaints of deaths or serious injuries received between 21 march 2011 to 11 march 2013.